Event description:
The rptr states doing meter to hcp meter comparison tests at the doctor's office. The tests were done side to side, within mins, using separate finger sticks. Pt's meter read 117 mg/dl, and the doctor's meter (type unknown) result was 213 mg/dl. No symptoms were reported. The rptr stated that rptr checks the confirmation dot for enough blood when testing.